Manufacturer narrative:
After multiple attempts to retrieve the device, the device was not returned for analysis. Product has not been received by bwi for investigation as initially reported. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No.: (B)(4).

Event description:
It was reported that when the physician was in position to go transeptal during an a-fib procedure, the needle in use punctured the dilator. Upon follow-up on this event, it was stated that the needle used during this procedure was a non bwi product (brk standard length needle, manufactured by st. Jude medical). The procedure was completed. There was no patient injury reported. No other information is available.